Event description:
Boston scientific received information that this left ventricular (lv) lead produced phrenic nerve stimulation therefore, the lead was repositioned and an ablation procedure was performed. Following the procedure, loss of capture was noted. As a result, the lead was repositioned again. Information was later received that the lead had dislodged and resulted in loss of capture. The lead was repositioned successfully. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.